Manufacturer narrative:
Reporter institution phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The sensor sizzles and has difficulty stabilizing. It is unknown if the device was in use at the time of the event, no adverse event to patient was reported.

Manufacturer narrative:
The customer reported that the transducer did not behave as expected. The customer ordered a replacement transducer to resolve the issue. There was no troubleshooting performed by philips. Because of this, we are considering this to be a malfunction of insufficient information and the device cause to be unknown. H3 other text : device not available.

Event description:
The customer reported: "the sensor sizzles and has difficulty stabilizing." There was no reported patient/user injury.